Event description:
Sales consultant reported upon opening his case to use the screwdriver and the tip of the screwdriver was broken. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was with the hex tip broken off just above the transition to the shaft. The break is jagged as it goes around the part. Several wear marks exist on the shaft, which are consistent with field use. A review of the device history record did not show conditions that could have contributed to the reported event. The returned device was manufactured in august 2001 and is over 11 years old. This issue was previously evaluated and deemed valid. In response to these complaints, design improvements with the material used, were identified and implemented. The shaft on this complaint was manufactured in august 2001 prior to implementation of the design changes. This complaint is valid as dispositioned on prior complaints but corrective action to address it has already been implemented.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 10/2/12.